Event description:
The customer reports that at the time of being used the guide has a break.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that at the time of being used the guide has a break.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a spring wire guide (swg) for evaluation. Visual examination revealed the guide wire is unraveled from the distal weld and has four prominent kinks and bends in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The distal tip of the core wire appeared discolored and tapered. The proximal weld appeared full and spherical. The prominent kinks in the guide wire body were measured at 155, 270, 372, and 425 mm from the proximal end. The broken core wire measured 599 mm in length, which is within the specification of 596- 604 mm per drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.800 mm which is within the outer diameter specification of 0.788-0.826 mm per drawing. The undamaged proximal end of the guide wire was able to advance through the returned introducer needle and catheter with minimal resistance until it reached a kink. The distal end could not be tested due to the damage. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. Do not apply undue force on guidewire to reduce risk of possible breakage. The report of a damaged guide wire was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the distal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that at the time of being used the guide has a break.